Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the au480 chemistry analyzer. The fse inspected the instrument and found sample probe was bent and clot in the system. The cause was identified as the sample probe. The fse replaced the sample probe to resolve the issue. The fse performed correlation studies after service and results were comparable. No further issue reported after part replacement. Customer was satisfied. Section e1, initial reporter telephone number is (B)(6). The beckman coulter identifier is (B)(4).

Event description:
The customer reported the au480 chemistry analyzer generated nine (9) erroneously low sodium (na) patient results on (B)(6) 2025. The customer questioned the na patient results. The patient samples were repeated on a gasometer obtaining higher results which were considered correct by the customer. There was no report of change to treatment, injury, or death associated to this event.